Event description:
It was reported that during the implant procedure, there was pacing inhibition, oversensing, and impedance greater than 3000 ohms. The lead was capped and replaced. It was also reported that during implant attempt, there was oversensing when the pocket was manipulated. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon inspection grommet damage was reported.